Event description:
It was reported that a pt had two xcm biologic devices implanted as part of a bilateral breast augmentation revision surgery in (B)(6) 2012. The pt's breast felt warm post-operatively. The skin on one breast was reported as red itchy. Subsequently, the pt developed symmetrical, bilateral capsular contractures. The breast implants and xcm were removed in (B)(6) 2012. No outcome info is available as of the date of this report.

Manufacturer narrative:
Method - lot history records reviewed. Results: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event.